Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-05762. It was reported the patient underwent spine surgery on (B)(6) 2019. During the surgery, the physician explanted the leads because they were in the way, but the ipg was left in place. The physician cut the leads and left a portion still plugged into the battery. No devices were implanted at this time.

Event description:
Related manufacturer reference number: 1627487-2019-05762.